Event description:
The company was informed that the pt fell and subsequently experienced loss of sound with his implant. The external equipment was exchanged; however, the issue was not resolved. Testing of the device showed out of range impedances. Surgery to explant the pt's device will be scheduled.